Event description:
It was reported that a user experienced repeated hypoglycemia over several days while using the ilet bionic pancreas, with the user stating they do not perform meal announcements due to concerns about going low and requesting assistance to address the issue. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of available account information and education on pump use and meal announcements. Investigation of this case revealed no device malfunction reported and user behavior consistent with not announcing meals, which can affect insulin dosing and glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.